Manufacturer narrative:
(B)(4). Batch # r9417y. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, 3 malformed clips were returned with the tyvek. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: did the clip deploy and not form? Yes. Or, did the clip drop or eject from the jaws of the device? No.

Event description:
It was reported that during a laparoscopic cholecystectomy, the firing force was higher than expected, and the unformed clip was deployed after several firings. The device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.